Manufacturer narrative:
The patient's other admissions for infection are referenced in MFR numbers 2916596-2021-05073, 2916596-2021-05074, 2916596-2021-05076, and 2916596-2021-05079. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted (B)(6) 2019 for (B)(6) driveline infection in upper umbilical site. The patient was treated with incisional drainage, vacuum-assisted therapy, and antibiotics.

Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.